Event description:
It was reported that during a transurethral needle ablation of the prostate, the prostiva generator malfunctioned and would not recognized three successive ground pads. The pt had been shaved and prepped for the procedure, but it had to be cancelled. No serious injury to the pt was reported.

Manufacturer narrative:
.